Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with a three week course of unspecified antibiotics (medication, dosage, route, and frequency not reported) for the peritonitis event. The patient was changed from automated peritoneal dialysis therapy to continuous ambulatory peritoneal dialysis (capd) therapy with dianeal and extraneal therapies reported to be ongoing. A return to automated peritoneal dialysis therapy was planned for eight days after the initial receipt of this report. After three days of hospitalization, the patient was discharged. The patient is recovering from the peritonitis event. No additional information is available.